Event description:
It was reported that the health care professional (hcp) wanted to review reports on this pacemaker. Technical services (ts) received and reviewed the reports and noted low right atrial (ra) intrinsic amplitude and atrial undersensing. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.